Event description:
Caller reported an error with the continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, which resolved the issue as the error did not recur. Additionally, the caller was advised on the appropriate wait time before starting a new sensor session.